Event description:
As reported, the patient mentioned that after they underwent their right knee surgery, they experienced a severe infection. The patient further mentioned although the infected knee was surgically removed, it did not help with the issue. Information provided indicates the patient was revised approximately 72 months ago. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient mentioned that after they underwent their right knee surgery, they experienced a severe infection. The patient further mentioned although the infected knee was surgically removed, it did not help with the issue. Information provided indicates the patient's initial procedure was in 2019 and was revised on (B)(6)2019. No further information available.

Manufacturer narrative:
D6a: year 2019. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.